Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 323 mg/dl while wearing the pod between 4 and 24 hours. After realizing elevated bg levels and experiencing pain, patient found the needle had not retracted as intended; this indicates that a needle mechanism failure occurred. Additional method of treatment was not provided.

Manufacturer narrative:
The device was received with the cannula assembly deployed and the needle failed to retract. Damage was found on the slide retract, indicating improper installation of the formed needle, which was not seated in the slide retract. This issue resulted in the formed needle failing to retract and contributed to the reported pain during insertion. The pod generated an 0x14 occlusion alarm and timeouts were observed in the download data. The pod was connected to a master pdm and a 5u test bolus was delivered without replicating the occlusion alarm or timeouts. Fluid was able to flow through the fluid path with no signs of struggle. No other damages or manufacturing deficiencies were found during the investigation.